Event description:
It was reported an issue with monoplus suture. The customer reported that needle came off the suture at the start of suturing. New suture was taken and it happened again. Additional information: spare available, slight delay after happening twice. I am not completely sure about the first one (surgery), but I believe it was intended to be used for closing the wounds from an lc gallbladder surgery. No patient information available. Additional information has not been provided.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k031216. Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received two cases of the same code-batch, regarding the same issue, from the same customer, at the same time. We have received one open and contaminated sample (we can not see the sample because is inside biohazard box). Without closed samples a proper analysis can not be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 1.86 kgf in average and 1.28 kgf in minimum and fulfilled the european pharmacopoeia (ep) requirements (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Conclusion root cause analysis: it has not been possible to determine the root cause because no closed samples were received and the open sample received is contaminated and a further analysis cannot be performed. Final conclusion: despite receiving an open sample (contaminated) without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. The complaint is considered as not confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.